Event description:
Caller reported cartridge alarm 31 during the load process, which did not cause an adverse impact on the customer's blood glucose level. Customer was educated on proper loading techniques by technical support, but the alarm recurred, prompting the decision to replace the pump. Technical support confirmed a replacement pump with updated software will be shipped without the need for a delivery signature, and the customer will use multiple daily injections (mdi) as a backup therapy. Instructions were provided for putting the pump in storage mode and returning it to tandem. The customer understood and acknowledged all guidance and instructions provided by technical support.